Event description:
Customer reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump and was using cold insulin. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days and that insulin should be at room temperature before filling a cartridge per user guide.. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin usage.